Manufacturer narrative:
The reported issue that the pc unit shielded rear case needed to be replaced is confirmed based on class iii field correction; however no product was returned for investigation. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. No further investigation is necessary as CAPA (B)(4) is opened to address this issue. No device history or qn search was performed since no source device serial number was reported by the customer. The device is used for treatment purposes.

Event description:
It was reported that the pc unit shielded rear case needed to be replaced. Prp order number (B)(4) pc unit kit shielded rear case (10) case rear- damaged/cracked.